Event description:
It was reported that the patient developed an atrial flutter with rvr (rapid ventricular response) during insertion of transpuncture. It was reported that the patient was given adenosine and was cardioverted and started on anticoagulation. The patient remained asymptomatic from the rhythm. The relationship was identified as due to "tandemheart insertion procedure." The event occurred during insertion, and the outcome was resolved. No further relevant information has been received to date.